Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe stopper separated from the plunger and was found floating in the syringe. The following information was provided by the initial reporter: "caller reported syringe stopper was floating in syringe. Customer said it would not have been an issue except the stopper prevented customer from being able to draw air from cartridge."